Event description:
Patient presented in the hospital after receiving inappropriate shock. A lead insulation anomaly was noted.

Manufacturer narrative:
The outer insulation and the ptfe coating of one sensing cable were damaged/abraded as result of friction to the ICD can. The reported oversensing could occur when the exposed metal of the sensing cable comes in contact with the ICD can.